Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's report was confirmed. The pump displayed a "key pressed" alarm message on power up during investigation. The keypad was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump presented with a 'key pressed' alarm. There were no adverse events reported.